Event description:
It was reported the device leaked. No adverse effects reported.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was prepared and powered on for functional testing. During functional testing the device was confirmed to leak from the warming fluid tank. Examination showed the leak originated from cracks in the tank cover. The issue was determined likely caused by damage during use.